Manufacturer narrative:
Correction: section d6b - the explant date should have been (B)(6) 2024(new date) rather than (B)(6) 2024 (old date).

Manufacturer narrative:
B3 - date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch: a000124719. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after a fall patient experienced autoreducing. One of the patient's leads had high impedances on contacts 9-16. Programming was unable to solve the issue. As a result, surgical intervention was undertaken where the right lead was replaced along with that anchor. Effective therapy was restored. Investigation was unable to determine which of the leads had high impedances.